Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer changed pump supplies, blood glucose (bg) was 516 mg/dl and an insulin injection was administered to resolve bg. Customer suspected the infusion set was the cause of the elevated bg; however, no issues were observed with the supplies. Customer requested assistance from tandem technical support to help load new pump supplies.